Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-13, information was received from a patient receiving bupivacaine and dilaudid (hydromorphone) via an implantable pump for malignant pain. It was reported that for the past "probably 3 weeks" then stated as "2-3 weeks", it has been taking a long time to connect to their pump. The patient stated it took a long time for the handset to connect to the communicator, "like minutes, sometimes 4-5 minutes." The patient clarified that "it hangs at 90% and once that goes through, the second screen (when requesting a bolus) it hangs up at about 90% again, and it can be a couple minutes time for each one." The patient stated they spoke to a manufacturer representative (rep) earlier on the date of this report while at their doctor's office, and was told to call patient services for a new communicator. The patient mentioned they were told to have the communicator facing away from the skin when trying to connect (confirmed they meant having the blue side of the communicator facing towards the skin). The agent assisted the patient in clearing out their data. Prior to clearing data, patient's data was 2.02 mb. The patient connected to the pump and stated that was much quicker than it was be fore. The patient mentioned briefly seeing no device found but mentioned they don't think they got the communicator on in time. The patient would monitor and call back if issue persisted.